Event description:
This report is being filed after the review of the following journal article: fukumoto g, et al. (2021), closed compression nailing using a new-generation intramedullary nail without autologous bone grafting for humeral shaft nonunion, case reports in orthopedics volume 2021, article ID 5548729, pages 1-8, https://doi.org/10.1155/2021/5548729 ((B)(6)). This study presents a case of a (B)(6) man who injured his upper limb during snowboarding and was diagnosed with a left humeral shaft fracture. Osteosynthesis with a competitor¿s intramedullary nail (diameter 7 mm) was performed. At 4 months after the procedure, the patient started low-intensity pulsed ultrasound therapy to facilitate bony union. However, 10 months after the procedure, the patient still experienced pain in his left upper arm, and bony union was not obtained. An exchange nailing procedure was performed using a synthes multiloc humeral long nail that uses more locking screws, including 5 proximal screws with 3 screw-in-screws and 3 distal screws. During the surgery, compression was applied between the bone fragments using compression function. Using an image intensifier, it was noted that the compression screw was bent due to the compression. After immobilization with a triangular bandage for 1 week, passive and active range of motion training of the left shoulder was started as postoperative therapy. Seven months after the operation, bony union was confirmed on radiography, and the patient had good functional recovery. Fifteen months after the procedure, the implants were removed, and it was confirmed that the screw was bent. At the final follow-up, 2 years and 4 months after the nonunion surgery, the patient had full range of motion in the left shoulder and elbow joints and did not experience any pain. This report is for an unknown synthes multiloc humeral nailing system locking screw. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.